Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the recharger (B)(4) found that there was a broken connector in the cable assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of head/neck (non-malignant) and spinal pain. It was reported that the ins recharger (insr) was not charging from the a/c power source and the screen was blank. The patient stated the white arrows do not line up when they plug in the power cord into the insr. The patient noted that the connector pin looked like "it's jammed over." The patient was unable to manipulate the jammed pins to allow them to plug in the cord. The patient stated the insr came on when they did this. The patient stated the ins turned off over the weekend because they were unable to charge it. A replacement desktop charger was sent. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 37761, (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.